Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories, 5.7 rinsing the endoscope and accessories following disinfection, chapter 8 storage and disposal 8.2 storing the disinfected endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material in the air/water nozzle. There was no patient involvement.